Event description:
It was reported that the remote transmission data showed the variable p-wave amplitude with the waveform less than the current atrial tracking recovery sensitivity setting of 0.9 millivolts. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.